Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used during an egd (esophagogastroduodenoscopy) procedure on (B)(6) 2010. According to the complaint, during preparation for the procedure the rigiflex would not hold air and it was not used in the procedure. A second rigiflex was used to successfully complete the procedure. On (B)(6) 2010 investigation results revealed that the balloon was torn, indicating a burst. There were no patient complications and the patient has been described as "fine."

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of balloon burst. A visual examination of the returned device revealed the product to be clean, but the balloon was split from the proximal bond to the distal tip, propagated 2/3rds around the circumference of the distal tip and then 1/3 back down the balloon on the opposite side. The DHR indicates that the products were built and packaged correctly prior to leaving tech device. There was no evidence off a manufacturing defect. The cause of the rupture cannot be determined. There were no other complaints on this lot and the DHR showed no anomalies.